Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported after injection to the cheekbones and nasolabial folds with juvederm voluma with lidocaine pt developed edema at the cheekbones which alternated from one side to the other. Pt was treated with antihistamine, dermocorticosteroids, solupred, and aerius. Symptoms improved 24 and 48 hours after injection with complete resolution after 5 weeks.